Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider's office. A letter was received from the health care provider's office. Provider stated they no longer see the patient. No other information provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they did something to their left knee and needed a MRI. Patient stated they were denied the MRI but noted they had a MRI before. Patient said they hadn't used their stimulator in a long time and that it was at least 2 years since they last used it because the thing wasn't doing any good. Patient mentioned they went to their healthcare provider (hcp) and met with a rep to which patient was informed it's working. Patient stated they went to a pain management doctor and the doctor did an x-ray informing the patient the device was disconnected. Patient did not know what the doctor meant about the device being disconnected. Agent went through patient's external equipment; patient confirmed they have their recharger, belt and ac power supply cord. Patient confirmed no visible damage to the recharger. Agent reviewed MRI mode can be entered when the patient has a controller. Agent reviewed lost/stolen process with patient and provided patient with phone number for replacement external devices.